Manufacturer narrative:
The pump passed the displacement test, occlusion test and basic occlusion test however, the pump was unable to prime during the prime/compromised force sensor alert test due to faulty fsr (gold). Unable to perform the excessive no delivery test or verify motor error alarm due to prime/fill anomaly. The motor was tested outside to the device and passed.

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer¿s blood glucose level was unknown at the time of the incident. The drive support cap was normal. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.